Event description:
It was reported that the patient had an error code on the programmer. The patient tried to adjust stimulation the day prior. It would not sync at first, but then it did and she was able to adjust. After she switched to frequency, the programmer gave an error code of 517. The patient rebooted the programmer and it then had an error code of 574 (no programs or sets saved by 8840). The patient contacted her physician, but had not heard back. The patient also had break through pain since 3 pm the day prior. The patient had taken the batteries out and reset the device the day prior as well. It was further reported that the patient received another programmer with the same result. Upon interrogation with a clinician programmer, the following was noted: invalid settings have been detected, and all settings would be cleared if continue. Reprogramming was done and saved and the 574 resolved. It was further reported that the patient¿s boss was concerned that something in the building caused this to happen. The patients work had a (B)(6) that she used as part of a current project. The machine consisted of vacuum pumps and condensers to freeze products. There was also a machine that used magnetic separation columns in the lab. The patient's boss was concerned that having magnets in the lab in close proximity caused the problem. The patient was not concerned as the magnets shouldn¿t be that strong; probably about as strong as an old hard drive magnet. The patient was looking for assurance this was not the reason. The patient clarified she was viewing the settings and then it quit working. The patient stated that maybe the programmer had a communication problem independent of environmental factors. It was further reported on social media that the patient¿s pain did go away when the settings were re added and saved. The patient stated she had left the programmer on the fridge at work, but it was stated that the company representative did not believe this interfered. The patient questioned how this occurred, but no answers were given.

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy and was working with their doctor or medtronic representative(rep). An appointment date of (B)(6) 2014 as noted. It was logged the patient met with the rep at their primary care doctor and the contact doctor was not available. Additional information received reported an impedance test was performed and all were within normal range. It was logged a reprogramming was necessary seeing as the device had lost it's programmed settings. It was logged the cause of the issue was undetermined. It was noted that no interventions were taken other than the reprogramming/impedance test. It was logged the patient had called patient services, prior to being seen by a rep, with the error code of 574 and was shipped another patient programmer. It was noted that did not help since the battery was the issue. It was logged that the rep had not heard from the patient or physician's office informing them that the patient continued to have an issue.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3986ilc, lot# n26085, implanted: (B)(6) 2003, product type: lead. (B)(4)